Event description:
As the physician was advancing the balloon over the guidewire, there was a resistance with the guidewire, causing the balloon to become stuck on the guidewire before reaching the lesion. Subsequently, the balloon and the guidewire were removed from the patient simultaneously and a new guidewire was used to continue the procedure. The age and gender of the patient is unk. The vessel had moderate calcification and severe tortuousity. The rate stenosis was unk. The product was prepared and clinically used as per the IFU. No kinks or bends were noted with the guidewire. The procedure was successfully completed with a new guidewire and the same balloon. There was no reported injury to the patient.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the right external iliac artery, there was resistance between the product and the non-cordis balloon catheter. The vessel had moderate calcification and severe tortuousity. The product was prepared and clinically used as per the IFU. The balloon catheter was advanced to the lesion over the guidewire and through the sheath introducer. However, there was resistance between the product and the balloon catheter and the balloon catheter became stuck on the wire. The products were withdrawn from the patient's body and the procedure was successfully completed with a different guidewire. There was no reported patient injury. The product was not returned for evaluation and testing. Manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. All functional tests passed the required acceptance criteria. Conclusion: with the limited amount of information available and without the return of the product or films of the procedure, it was not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.